Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to the emergency department with 3-4 days of dizziness and near syncope. There was one low flow event a day prior with high pulsatility index (pi) of 11 and several speed drops associated with pi events. No shortness of breath or edema was noted. The patient stated that he had many low flow events in the prior week. The patient was given amlodipine 5 mg daily, carvedilol 12.5 mg twice a day, jardiance 10 mg daily, spironolactone 12.5 mg daily, hydralazine 100 mg thrice a day, imdur 30 mg twice a day and lisinopril 40 mg daily. The patient was monitored for 24 hours on anti hypertensives with a mean arterial pressure (map) goal of 70-85. Echocardiogram showed that the left ventricle was small in size with mildly increased wall thickness. There was no aortic insufficiency seen. The aortic valve did not open during systole. The left ventricular assist device (lvad) baseline speed of 5500 rotations per minute (rpm) was optimized to 5100 rpm with resolution of symptoms. Left ventricle decompression was appropriate. The septum shifted towards the left ventricle. It was noted that the left ventricle cavity looked obliterated at 5500 rpm with a maximum diameter of 3.5 cm. The septum appeared to be more midline and the left ventricle systolic function appeared to improve once speed was reduced compared to study on (B)(6) 2022. The right ventricle was severely dilated with moderately to severely reduced systolic function. The inferior vena cava demonstrated a diameter of less than 2.1 cm and collapsed when it greater than 50%. The right atrial pressure was estimated to be at 3 mm hg. The patient experienced symptomatic light headedness, headache and blurry vision with a map of 104. Hypertension medications were up-titrated which resulted in severe hypotension. All blood pressure medications were held and he received intravenous fluids and ramp echocardiogram showed underfilled left ventricle. The lvad speed was ramped down due to this which resolved the issues. The low flow alarms resolved. The patient was asymptomatic and stable after speed changes and the device operated as intended. Low doses of beta-blockers, angiotensin-converting enzyme inhibitors and mineralocorticoid receptor antagonists were continued. Guideline-directed medical therapy was continued to be up-titrated in clinic with a map of 70-80s.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the report of low flow alarms; however, it was reported that the low flow alarms were caused by hypotension from the patient¿s hypertension medication, and the alarms resolved with a decrease in pump speed, intravenous fluids, and holding the patient¿s blood pressure medication. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple pi events were captured; however, a specific cause for the pi events could not be conclusively determined. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Additionally, section 6 lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.